Event description:
On (B)(6) 2013, the reporter lay user/patient contacted lifescan USA, alleging inaccurate her onetouch ultralink meter read inaccurately high compared to a lab result. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged meter inaccuracy started approximately 6 weeks prior to contacting lfs. On an unspecified date, the patient claimed she obtained a reading with the subject meter that was ¿100 points greater¿ than the result obtained on a lab device. The patient did not provide the actual readings obtained with the subject meter or on the laboratory device. It is not known what medications, if any, the patient takes to manage her diabetes. It is also not known if the patient made any changes to her usual diabetes management regimen in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient reported developing symptoms of ¿lightheaded and not feeling well¿, but could not confirm if the symptoms developed before or after the inaccuracy started. The patient denied receiving medical treatment. Based on the information provided, there is no indication that the subject meter caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia nor did she receive medical treatment for this condition after obtaining the alleged inaccurate high reading with the subject meter. However, this complaint is being reported because the reported results did not meet lfs¿ accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting.

Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.